Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. This report is being filed to correct d6b: explant date as well as to provide analysis results. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 12 percent remaining. The device battery was suspected to be depleting prematurely. The patient was noted to be new to the clinic. A company representative contacted technical services (ts) and indicated a health care professional (hcp) wanted to have data from this device analyzed. Technical services (ts) requested the company representative have the hcp contact them for instructions on how to save a copy of device data for analysis. To date, a copy of device data has not been received. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued. It was reported that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 12 percent remaining. The device battery was suspected to be depleting prematurely. The patient was noted to be new to the clinic. A company representative contacted technical services (ts) and indicated a health care professional (hcp) wanted to have data from this device analyzed. Technical services (ts) requested the company representative have the hcp contact them for instructions on how to save a copy of device data for analysis. To date, a copy of device data has not been received. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 12 percent remaining. The device battery was suspected to be depleting prematurely. The patient was noted to be new to the clinic. A company representative contacted technical services (ts) and indicated a health care professional (hcp) wanted to have data from this device analyzed. Technical services (ts) requested the company representative have the hcp contact them for instructions on how to save a copy of device data for analysis. To date, a copy of device data has not been received. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued. It was reported that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.